Manufacturer narrative:
Tech service initially troubleshot with a rad tech who reported a computer problem (platinum one) where no live fluoro image or last image hold (lih) could be seen in the acquire mode. Tech service confirmed that system was fluoroing and producing images, and found that the `colors' selection in windows display properties had been set incorrectly. Tech service had the rad tech re-set it to `true color 32 bit' and when she returned to application, the live fluoro images and lih was seen on all monitors as normal. It was unknown how the windows setting was changed. The unit was fully functional. The customer called back the same day saying they still had a computer issue and would like a field service engineer (fse) to visit. The fse investigated the report that intermittently the infirmed locked up and they had to do a hard shutdown of the system. Fse checked the computer system for proper air flow, cleaned filters and checked connections. But was unable to duplicate any problem. Per tech service it was decided to bypass the uninterruptible power supply (ups) and plug system into wall power to make sure the ups was not causing problem. Fse followed up with the customer a few days later, and was told the problem had not recurred. They believe the problem was the facilities ups and the unit is now in full service.

Event description:
Customer states during a cystogram with bilateral retrograde stent placement the fluoro failed (they were unable to see images on the monitor). The patient was moved to another room and a c-arm was used to complete the procedure. No reported injury.